Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 25-oct-2020, UDI#: (B)(4). H3. Analysis found that the communicator failed final functional jbal test, passed battery charging bench test, and micro usb charge port is loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain. It was reported that the patient stated the handset was not working to connect to the pump. The patient stated they had been to the healthcare provider twice in the past week and they had tried to troubleshoot but it was not doing anything. The manufacturer's patient services specialist (pss) had the patient do a long hold reset of the communicator. The patient stated the communicator was not flashing multicolors - the patient stated the blue light is still flashing after 20 seconds. The patient did a second long hold reset and again the lights did not show a multicolor flash. Pss consulted with healthcare it and they suggested replacing the handset. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.